Event description:
It was reported that the prograsp forceps instrument had a loose tip. No further information was provided.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated and confirmed the customer-reported complaint of loose tip. The instrument was found to have a dislodged grip tang near the base of the grip tip. This causes loose tips. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.